Manufacturer narrative:
It was previously reported that a philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed diagnostic code 1122 (blower temperature high) in the device event log. The bme confirmed the device alarmed as expected. The bme reported the air inlet filter was extremely dirty. The rse provided part details for recommended replacements. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the customer and therefore cannot be determined. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer biomed reporting the blower temperature was high on the v60 ventilator. The device was in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed diagnostic code 1122 (blower temperature high) in the device event log. The bme confirmed the device alarmed as expected. The bme reported the air inlet filter was extremely dirty. The rse provided part details for recommended replacements.